Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was implanted prior to it's use-before-date.

Manufacturer narrative:
The device was used for an off label indication. The therapy that the device was used for was epilepsy. (B)(4).

Event description:
It was reported that a device was implanted after its use by date. No further information was reported.